Manufacturer narrative:
During inspection and testing, the foreign material found was suspected to have accumulated from previous procedures or corrosion. In addition to b5, grip has a scratch, forceps channel port has a dent, the air/water cylinder has no color, suction cylinder has no color, the switch box, objective lens, plug unit, scope connecter case unit, right/left and up/down knob has a scratch, the cover of the light guide bundle is damaged, the scope connector cover unit has corrosion due to water leakage, due to a chip on the plastic distal end cover, the insulation resistance value at distal end does not meet the standard value, due to wear of the angle wire, the bending angle in up direction does not meet the standard value, the light guide lens has a crack and a chip, the connecting tube has buckling, and the universal cord has discoloration. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that the evis exera iii gastrointestinal videoscope had physical defects of the bending section and insertion tube including unusual shapes during an unknown procedure. The device was inspected prior to use and did not find any issues. The procedure was successfully completed with no delay or impact to the patient. Upon inspection and testing of the returned device, it was observed that the air/water cylinder had brown foreign material. This report is being submitted for the event found during estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The customer confirmed via email that the device was reprocessed per instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: -gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.